Event description:
It was reported that during a radical nephrectomy procedure, the stapler misfired during the vessel firing. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4) = incomplete cycle. Additional information was requested and the following was obtained: please clarify what was meant by stapler misfired during vessel firing. Stapler wouldn¿t deploy. The secondary hand squeeze to fire couldn¿t go more than 20% of the way, and it was very difficult to disengage the stapler from the large vein. Did the device deliver any staples? No. If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? No, wouldn¿t work at all. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? 3 or 4 what color cartridge was being used? Vascular load, whatever we usually use. Was buttressing material utilized? If so, which product? No the analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.